Event description:
The manufacturer received information that a "ventilator service required" error code occurred continuously. During the evaluation of the device a faulty battery error code was found in the ventilator's downloaded error log. The detachable battery was replaced to address the issue. The device was checked overall, cleaned, calibrated, and passed final testing.

Manufacturer narrative:
In the previous report it was reported that the manufacturer received information that a "ventilator service required" error code occurred continuously. The device was returned for evaluation because continuously triggering alarms and displaying a message indicating that service is required. During the evaluation of the device a faulty battery error code was found in the ventilator's downloaded error log. The detachable battery was replaced to address the issue. The device was checked overall, cleaned, calibrated, and passed final testing.

Event description:
The manufacturer received information that a "ventilator service required" error code occurred continuously. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
H3 other text : device not returned to manufacture.